Manufacturer narrative:
Combination product: yes. There is no complaint against this atrial lead. Report created in error. Please refer to the initial report for plexa promri s 65 sn (B)(6) (MDR-1028232-2025-00351).

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to oversensing.